Manufacturer narrative:
For the reported event, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The sensor interface board was replaced to resolve the reported issue.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9305-000 anesthesia gas machine experienced a malfunction causing a greater than 20% over delivery of tidal volume. The report was received from a single source. The reported event did not involve a patient.